Event description:
(B)(4). Event occurred in the united states. It was reported that, while the patient went to the restroom to reset the new set it came off. Reportedly the patient went through some unspecified cancer treatment and had some issues. No further information available.